Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The customer's test strips were requested for investigation. The meter and test strips were returned. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter with a high level control sample with a specified target range 2.5 - 3.1 inr: qc 1: 2.7 inr, qc 2: 2.8 inr, qc 3: 2.7 inr. All inr values were within the specified target ranges. No error messages occurred. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 330461) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method and the doctor's coaguchek meter the result from the customer's meter at 7:30 a.m. Was 2.2 inr. The result from the laboratory at 9:30 a.m. Was 3.5 inr. On (B)(6) 2019 the result from the customer's meter was 3.3 inr. The same blood sample was tested on the doctor's meter with a result of 3.7 inr. The customer used a different finger and tested on his meter with a result of 4.5 inr. The customer used a different finger and tested on the doctor's meter with a result of 4.0 inr. The customer's therapeutic range is 2.0 - 3.0 inr.